Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 row e was having a lot of malfunctions and failed with pockets. The field service engineer (fse) successfully logged into the hardware testing application to remove all pockets from drawer e. The station was powered down, and the side panel of half-height drawer 5.1 was removed to reset tray connections. After reassembling all components and resetting controller board connections, the station was powered back on. The customer verified functionality through both the user application and hardware testing application. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.